Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
This customer reported that the unit cycled down and back up twice, and that it shut down when the blood pressure feature was activated. There was no pt impact.